Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2022. (B)(4). Device not returned. The following information was requested, but was unavailable: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Was the needle removed from the patient? Was the procedure completed successfully? Lot number? Will the actual sample be returned for evaluation? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03072.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. During the procedure, multiple sutures had the needle breaking off of the suture. There were no patient consequences reported. Additional information was requested.